Manufacturer narrative:
Evaluation summary: the complaint sample was not returned by the reporting facility. Product history records were reviewed for the iol and all documents indicate the product met release criteria. No root cause could be determined. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery she has a line in her vision and her vision is not as clear. She stated "she feels like she is looking behind the lens and it is beginning to cloud." She reported her surgeon told her the lines in her vision was the "point of infusion" and that it will not go away. Additional information has been requested.